Event description:
Event description cpi received information that the rate sensing portion of this endotak transvenous defibrillation lead was removed from service due to inappropriate therapy and oversensing. A new rate sensing lead was implanted.